Event description:
The customer reported that the brush head of the gastrointestinal videoscope fell off in the channel. The issue was identified during the pre-use inspection, and no patient involvement was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.